Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there was no therapy change but impedances were greater than 4,000, 10,000 and 40,000 ohms. The rep reported that they tested group measurement (greater than 4,000) and electrode measurement for the right lead (8-15) all combinations were greater than 40,000 indicating an open circuit. It was noted that 8, 9, 10 are programmer with a guarded cathode. The rep reported that electrode 4 was also out of range but wasn't part of the patient¿s therapy. The rep reported that the patient was in a car accident on (B)(6) 2017 and it could be related to the impedance issue. The rep reported that the patient didn't notice much change with the therapy. The rep reported that they did a reprogramming on the day of the report and didn't indicate any therapy concerns. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedances was thought to be a car accident which may have fractured or dislodged the leads. An x-ray was ordered to determine where the fault was. The therapy was working with the available electrodes and the healthcare provider¿s office was going to determine the necessity of resolving the high impedances based on the x-ray.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead,product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient was involved with a car accident in (B)(6) 2017 and reported a change in stimulation shortly thereafter. An x-ray was performed and found that the leads had migrated. A surgery was performed to replace the leads which resolved the issue. There were no further complications reported or anticipated.